Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level at the time of incident was 40 mg/dl and current blood glucose is 340 mg/dl. The customer was also reported other blood glucose values such as 74 mg/dl, 110 mg/dl. The customer treated for low blood glucose with glucose tablets. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer did not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was not using the insulin pump at the moment. The insulin pump will not be returned for analysis.